Event description:
The following has been reported: "reported problem: backlight on but no display. Remedy: replaced display pcb." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customer. The device was not returned to brézins for investigation as repairs were carried out locally. Repairs report indicates that the display board was replaced. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue could be linked to a defective display board but based on available information this cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.